Manufacturer narrative:
E1 facility name: (B)(6). The device was returned to olympus for evaluation and the customer's allegation was confirmed. Based on the results of the investigation, a probable root cause could not be identified. A device history record revealed no issues that could have caused or contributed to the reported issue. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor the field performance of this device.

Event description:
It was reported, the camera head had an error code e224. The issue occurred during preparation for use. There were no reports of patient harm.